Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The act and escape buttons were unresponsive due to corroded keypad traces. The functional tests could not be performed due to the unresponsive buttons. No moisture damage was noted to the electronics. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was unknown. The customer stated they had exposed their insulin pump to moisture from splashing water. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.